Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer stated there was a crack in the plastic ring of the reservoir compartment, however, the reservoir still locks in place. The customer blood glucose level at the time of incident was 165 mg/dl. The customer advised to discontinue use of insulin pump and revert to back up plan. The insulin pump was returned for analysis.